Event description:
It was reported that during a low anterior resection procedure, after skeletonizing the rectal tissue and after re-positioning, the device was fired. When introducing another device, the rectal stump opened up. The surgeon was unable to suture or re-staple. The pt received a permanent colostomy and apr. There were still staples on one side of the device and were in a crooked fashion; not in the original state or b-shape. Through pathology several days after the procedure, it was verified the proximal side of the colon had a complete staple line.

Manufacturer narrative:
Information anticipated, but unavailable at this time. D4: serial number = na.